Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please confirm how many devices present the issue (pull off suture needle)? It was not specified how many ¿popped off.¿ * what is the lot number? Qhbesc. A manufacturing record evaluation was performed for the finished device lot number qhbesc / 8720h15, and no non-conformances related to the reported complaint condition were identified. Investigation summary: eighteen unopened samples of product code 8720, lot # qhbesc were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Note: events reported via mw # 2210968-2021-00699, 2210968-2021-00700, 2210968-2021-00702, 2210968-2021-00703. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent exploratory laparotomy on (B)(6) 2020 and suture was used. During the procedure, needle was popping off. A new device was used to complete the procedure. There were no adverse patient consequences reported.